Manufacturer narrative:
Age/date of birth: unknown/not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device. Note: the reported lens damage is being submitted under vmsr reporting. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was stuck at the pad of the cartridge while inserting into the eye. The surgeon tried to insert the lens and tore the haptic off. The lens was partially inserted, removed, and a new lens was implanted with no issues. The patient has recovered. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that two other complaints have been received for this production order number. Complaint folders were reviewed and are related to this investigation since were code as dc- stuck in cartridge. No investigations were required since stuck in cartridge is a level 1 low risk. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.